Manufacturer narrative:
D10 concomitant product: sigsbchgr, sig power sigsbchgr one -bay charger (serial#unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during testing, the powered handle was put on charger and the unit started blinking green and blue to blinking green and red. The handle had an error message showing a red circle with a line across and a yellow caution sign. The charger worked normally with other handles. There was no patient involvement. Medtronic¿s initial evaluation of the incident device found that, when the handle was opened, both battery cells were vented.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Functional testing found that the handle was received with a fully depleted battery. The handle was inserted into an rpa charger running v16 software to charge. The handle was removed from the charger but it did not initialize. The handle was opened up and both battery cells were found to be vented. Damage to the infrared (ir) shield was found. It was noted that the handle was running v28 software. The handle had 220 of 300 procedures remaining. It was reported that the handle had an error message showing a red circle. The reported issue was confirmed. The most likely cause was traced to component failure. The evaluation detected an unreported condition: of damaged ir shield. The product analysis noted evidence that the device was not used as intended. This issue can occur due to rough handling, such as the handle being dropped. No enhancements or improvements were generated for the observed condition. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: the power handle is a precise instrument. Care should be taken to avoid dropping, improper cleaning, improper handling or sterilizing the device. These actions may shorten device life and/or lead to device failure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.